Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported intermittent communication failed error messages. This error resulted in a loss of imaging functionality. There was no pt injury or death reported.